Event description:
Additional information received reported that the patient was scheduled for a paddle lead implant and the current battery would be connected to the lead.

Manufacturer narrative:
Concomitant products: product ID 3888-33, lot # v736706, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v714493, implanted: (B)(6) 2011, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-33, lot # v736706, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported two percutaneous leads migrated about one year prior to report. The leads were going to be replaced with a paddle lead. It was noted that the ins battery was at 2.975 volts. No patient symptoms were reported. Additional information has been requested but was unavailable at time of report.